Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colectomy, the stapler would not fire. Used another stapler to complete the procedure. There was no patient injury.